Event description:
The pt had problem recharging the device since implant, it took hours to charge the ins. The MFR rep reset the device about a year after implant. The recharging difficulties persisted and the healthcare professional reported that the device stopped charging for no reason. The pt experienced pain or discomfort as a result of this problem. The device was replaced. The pt was reported to have recovered without sequela.